Manufacturer narrative:
(B)(4). The plunger was reportedly retracted before it had been pushed forward to deploy the needles, which is out of sequence for device deployment. Per the instructions for use (IFU): ...deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body... Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, the proglide plunger was retracted prior to pushing forward to deploy the needles resulting in a cuff miss to occur. The arteriotomy was re-wired and the proglide device was removed. Two additional proglide devices were placed using the preclose technique. The sheath was upsized to 15f and the peripheral interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. A cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.